Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The pse recommended the solenoid 3 and 4 be replaced. The customer reported the solenoid 3 corrected the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator had a pressure sensor failure alarm. The ventilator was in clinical use at the time of the event occurred. There was no patient harm reported.